Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was reportedly 45 mg/dl and was treated with glucose tablets and candy. The customer indicated that the cause of the low bg was due to over-correcting for a high carbohydrate meal via a pump bolus. Regarding the low bg, the customer clarified that "it was not due to the pump. The pump did what it was supposed to do. "Reportedly, the customer had manual injection supplies available for alternate insulin therapy.